Manufacturer narrative:
Log files were provided by the customer, but the information provided did not include the time the incident was reported to have occurred. It was noted that the issue was related to wrong alarm settings on the monitor. A field service engineer subsequently was assigned onsite to address the configuration issue. However, although further information was requested, no further information was provided by the customer. Attempts to obtain further information have been unsuccessful. No subsequent calls have been logged from this customer for this type of device/issue. The device remains at the customer site. Philips cannot rule out a malfunction of the device. No further investigation is warranted at the time.

Event description:
The customer reported that the monitor did not alarm during a disconnection. The patient had to be resuscitated. The patient died two days later.

Manufacturer narrative:
A follow up report will be submitted once the investigation is completed. (B)(6).

Event description:
The customer reported that the monitor did not alarm during a disconnection. The patient had to be resuscitated.